Event description:
It was reported that the patient experienced a shocking or jolting sensation following unrelated electrocautery medical procedure. The patient was under gone placement of an implantable cardiac monitor. When electrocautery was performed during the implant procedure, the patient was shocked. The entire table the patient was on was a ground pad. The physician decided not to continue doing electrocautery on the patient. Additional information received reported that no one was aware that the patient had a pain stimulator at the cardiac implanter's office. It was reported that during the implant procedure, the electro-physiologist started working with the monopolar electrocautery pen and the patient practically jumped off the table. At this point, the patient divulged that he had a pain stimulator and the activator was in his pant pocket. Following the implant of the cardiac monitor, the patient was told to get his pain stimulator checked and also instructed to make sure he informs all health care providers about implanted device before any future surgical procedures. Additional information has been requested, but was not available as of the date of this report.